Event description:
As reported on the medwatch form: reports, "at 06:00 on (B)(6) 2010 , an epidural was placed by dr (B)(6) on second attempt. Dr (B)(6) notified this rn that the blue tip broke off the catheter (of the first attempted epidural) and she could not find it. She said she thought the blue tip broke off after the catheter was removed but she could not be 100% sure of that. She explained this to the pt and notified this rn that the pt would probably need to be imaged the following day. No orders were received with the report from dr (B)(6) (anesthesia attending physician) at time of this incident. The pt had a difficult time listening and following the instructions from anesthesia while epidural placement. She did tolerate the procedure well." Additional info provided by the facility indicated the pt is fine and suffered no adverse sequela associated with the reported incident. The tip of the catheter could not be located on x-ray. It is believed the catheter tip fell on the floor. The catalog number and the lot number remain unk. No additional info is available at this time.

Manufacturer narrative:
The lot number and item number remain unk. Without the sample and a lot number or an item number, a thorough investigation could not be performed. No specific conclusions can be drawn. Based on past previously reported events of a similar nature, incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available info has been sent to the actual manufacturer for evaluation. If any other additional info becomes available, a follow-up report will be filed. Additional info from the user facility report: (B)(4).